Event description:
Reporter noted system won't phaco or "I/a" switched out cassette and handpiece, converted to extra-capsular cataract extract and implanted intraocular lens. Pt recovered well, 20/30 post-op.